Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced fistula, infection and dense adhesions of small bowel to the mesh. Post-operative patient treatment included small bowel resection and mesh removal surgery. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration or any association with this device.